Event description:
The customer reported that the IV tubing leaked at the hard plastic above the luer lock, possibly the smartsite connection. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.